Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range, low voltage lead impedance and noise issue was observed on the rv lead. The source of the noise is unknown. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior and post procedure.